Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the humeral nails inscription is difficult to read; in addition the area near the inscription is very worn out. Unfortunately, we are no longer able to determine the exact reason for this problem. An adjustment of the inscription parameters has already been implemented in order to obtain a product improvement. The lot at hand was manufactured in november 2012 prior to the implementation of the improvement measures.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported, the inscription on the nail illegible; surface and inscription difficult to read.

Event description:
It was reported that there is rust on the nail. This is report 1 of 1 for complaint (B)(4).